Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation because they have been discarded by the site. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the screw had been stripped. No patient was present at the time of the event. Additional information was received stating that the site does not have possession of the screw, they discarded it by mistake.